Manufacturer narrative:
Updated blocks: h3 and h6. The product surveillance technician was unable to duplicate the reported complaint. When the occluder was fully occluded there was no water passing through. The occluder operated as intended throughout the evaluation.

Event description:
Per clinical review: on (B)(6) 2020, the team had an incident with their heart lung machine (hlm) prior to the initiation of a cardiopulmonary bypass (cpb) procedure. The clinician set up and primed the circuit as normal. The occluder was calibrated per the instruction for use (IFU) recommendations. Half inch venous tubing was used. The steps leading to the functional failure were as follows: the occluder was opened all the way using the top button on the screen. Once the tubing was clamped out at the field, the clinician closed the occluder completely with the bottom button on the screen, at which point the occluder read 0%. Once the tubing clamps were removed from the tubing, after being hooked up to the patient, it was noticed that they were draining blood into the disposable circuit despite the central control monitor (ccm) showing the occluder was completely closed. To mitigate the issue, the clinician checked to make sure the tubing was properly placed in the occluder, which it was. Then opened the occluder completely with the top button and closed it completely with the bottom button and it was slightly under occluded and therefore draining fluid. From the right atrium of the patient there was a drainage of 600 milliliters (ml) of blood, and a hypotensive incident, because of the occluder not being fully occlusive. The perfusionist in turn was able to transfuse 600 ml fluid back to the patient to mitigate the drop in blood pressure. The occluder was not used for the procedure and tubing clamps were employed. There was no harm, and the blood loss along with the hypotension was transient.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.

Manufacturer narrative:
The service repair technician (srt) found the occluder to hold water per specification. However, both tp1 and tp2 were slightly low at 0.37 volts direct current (vdc). This is a normal voltage reading if the force was within specification. The occluder was only producing 45 pounds (lbs) of pressure when it need to be 55lbs +/- 5lbs (50-60 lbs of pressure). The srt adjusted the tp1 and tp2 voltages so the occluder provided the correct amount of force to be within specification. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the facility's perfusionist, half inch tubing was primed with plasmalyte, and placed into the occluder. The occluder was calibrated. Once the tubing was clamped out at the field the occluder was opened all the way using the top button on the screen. Then the occluder was closed completely with the button on the bottom of the screen, at which point the occluder read 0%. After the patient was hooked up, the tubing clamps were removed from the tubing. It was then observed that blood was draining into the circuit despite the screen displaying the occluder was completely closed. The tubing was checked to verify it was placed properly in the occluder and it was. The occluder was opened completely with the top button and closed completely with the bottom button, yet the issue was not resolved. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder was slightly under occluded when fully closed, and therefore draining fluid. As a mitigation, manual clamps were used. The surgical procedure was completed successfully. There was a temporary blood loss of about 600 mili-liters (ml), though the blood was able to be transfused immediately back into the patient. The net blood loss was zero. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.